Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported "no sound on device, speaker found to be functioning as normal." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was able to obtain measurements and all visual status indicators were functioning, however no audible alarms were functioning. Internal inspection showed that the u3 speaker driver was not powering on due to failed component u4 on the system board outputting the incorrect voltage to the speaker driver., corrected data: